Manufacturer narrative:
This product is registered as a combination product. Lead: the reported event indicated that the lead was removed for unknown reason. As received, a partial lead without the distal portion was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination found no anomalies.

Event description:
Related manufacturer reference numbers: 2017865-2020-05404. It was reported that a patient had their implantable cardioverter defibrillator - ICD device and left ventricular - lv lead removed due to an unknown reason. There was no replacement ICD device or lv lead reported. Patient condition post-procedure was not reported.